Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage (hv) cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of overload fault. The fse determined the cause of the problem to be the candlesticks. Fse re-greased/reseated the candlesticks to resolve the issue. The fse verified system functionality. The c-arm system has a (high voltage) hv cable carrying many signals and power from the c-arm mainframe to the articulating c structure. The hv cable powers the x-ray tube which requires high voltages to operate. The hv cable also carries other voltages and signals to power, control and operate motors and other electronics on the c structure. Pm procedures include cleaning and re-greasing the candlesticks to ensure proper hv connections are made. Old, dirty, misapplied, or dry grease on the candlesticks can cause many errors including low ma error. Eventually the arcing at the hv tank and x-ray tube, where the candlesticks can create an unintended path to ground. Based on age of the system, manufactured before 2000, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.